Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needle has foreign matter. The following information was provided by the initial reporter: we have had an issue with a bd 21g needle identified in our aseptic unit on 23/01/2024. It was discovered to appear to have a sliver of white attached to the needle. The needle is clean as is the syringe its attached to this is the only needle reported to us at this time from this batch.

Manufacturer narrative:
A device history record review was completed for provided material number 304432 and lot number 220908. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, white foreign matter was observed on the cannula component. The material has been identified as epoxy, the glue used to join the cannula and hub components. This defect occurred within the assembly process when the adhesive is added to the hub, due to a temporary issue with the epoxy dosage machine. As a consequence of the issue, a higher quantity of epoxy was added and fell onto the affected needle. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.